Event description:
An analysis was performed on the returned usb to db9 tablet serial cable and the reported allegation was verified. Visual analysis verified that pin 4 of the db9 connector was bent, and pin 5 was missing. Once pin 4 was straightened, no anomalies associated with the cable performance were identified during the analysis.

Event description:
It was reported that a replacement tablet was delivered to the physician¿s office, but the company representative was unable to connect the tablet usb serial adapter cable to the existing programming wand. It was reported that the cause was that the prongs were all bent. A replacement usb serial adapter cable was sent to the office. The usb serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
.